Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2016 with a bifurcated, an infrarenal aortic extension, and a limb stent graft. Subsequently, during a routine follow up, computed tomography revealed the patient had a type 1a endoleak. Physician implanted an infrarenal aortic extension to resolve the leak. Procedure was successful and patient is doing well.